Event description:
During implant, high impedance, high capture threshold, and low sensing were observed on the right ventricular lead, so a different lead was used. The patient's condition was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The reported field events of high lead impedance measurements, low sensing and inadequate capture could not be confirmed in the laboratory. Visual and x-ray examination of the lead noted no anomalies. Electrical testing did not identify any conductor fractures or internal shorts. Impedance testing showed normal lead impedance measurements.